Manufacturer narrative:
Date sent to the FDA: 10/20/2021. Additional b5 narrative: it was reported that the patient experienced recurrent incisional hernia following surgery.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for adverse event which occurred on (B)(6) 2008. (B)(4) submitted for adverse event which occurred on (B)(6) 2010.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent removal surgery and hernia repair surgery on (B)(6) 2008 and mesh was implanted during which the surgeon noted the left edge of the fascia was separating from the mesh, as well as one segment of the bowel that was stuck to the mesh and was very friable. It was reported that the patient underwent removal surgery on (B)(6) 2010 during which the surgeon noted the small bowel to be densely adherent to the mesh, resulting in a resection of the portion of the bowel and mesh attached to it. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. Other procedure is captured under separate file. No additional information was provided.